Manufacturer narrative:
Concomitant medical products: 694765 lead; 5076-52 lead, implanted: (B)(6)2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received inappropriate shocks. The cardiac resynchronization therapy defibrillator (crt-d) classified two ventricular tachycardia (vt) and treated the rhythm during an atrial tachycardia (at)/ atrial fibrillation (af) episode. Both rapid atrial and ventricle rhythms were broken by the shocks. The device remains in use. No further patient complications have been reported as a result of this event.